Event description:
It was reported that a patient fell on her right side when going up stairs on (B)(6) 2012. The reporter stated that there was a loss of therapeutic effect and pain just above on the right side. It was reported that there was also pain on the left side around the kidney, just above the device. Ten days later, it was reported that the patient had seen her health care provider (hcp) on (B)(6) 2012 and had been "doing well" with the device. The reporter stated that the device was helping the patient "a lot" and she did not have to get up at night as often. It was reported that the hcp was not made aware of any issues that the patient had been having. It was noted that the hcp office was planning to follow up with the patient. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va019dj, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).